Event description:
N/a

Manufacturer narrative:
Trackwise (B)(4) corrected sections: d4, d10 (device available for eval?) Corrected from "yes" to "no", d10 (return to manufacture date) corrected from 06/20/2022 to blank, h3(device evaluated by mfg?) Corrected from "yes" to "other" updated sections: b4, e3, g3, g4, g7, h2, h6, h10, h11 the device was not returned to the factory for evaluation, however a photograph was provided by the account. A photographic inspection was conducted. There was no signs of clinical use or evidence of blood observed. The outer shipping box was observed to be damaged and slightly opened on both ends. The shipping box was observed to have "repacked" tape on top of the normal shipping tape. The product boxes inside the shipping box were not observed. Based on the photographic inspection, the reported failure "packaging or shipping problem" was confirmed, however we are unable to determine when the damage occurred. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. Root cause determination: the root cause is undetermined, since it cannot be confirmed when the packaging damaged occurred. The lot # 3000137186 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID# (B)(4) updated sections: b4, d10, g4, g7, h2, h10, h11 corrected section: h3.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). Summary: (B)(6) reported the customer reports the receipt of acrobat suv vacuum stabilizer system, sent by the dhl courier of a damaged package with unsaleable goods. No patient involvement.